Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the iol met release criteria. There have been no other complaints reported in the lot number. A root cause cannot be identified at this time. Zip code is not indicated at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor of ophthalmology reported that when injecting the lens into the patient's eye during a cataract removal with intraocular lens (iol) implant procedure, he realized once most of the lens was in the eye that a piece of the lens was still inside the injector. The surgeon had to enlarge the wound to about 3.5 mm to allow easy removal of the lens. A backup lens was inserted, and because the wound was a little leaky, the surgeon placed a stitch in the wound as a precaution. It was noted that it looked like the lens just got stuck to the inside of the cartridge. The surgeon noted that the patient is happy and should do "ok". Additional information has been requested. There are two medical device reports associated with this event. This report is associated with the iol.